Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the completed was returned intact. The stylet insertion test passed indicating no blockage in the lumen. Visual inspection revealed no abnormalities and the lead tip appears normal. Laboratory testing was unable to reproduce the reported clinical observations and did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to the guidewire could not extend through the lead. The physician elected to implant another lead using same guidewire. No adverse patient effects were reported.